Event description:
New information noted that the lead fracture was discovered prior to a device exchange procedure. The right ventricular lead had noise. Noise was reproducible using isometric movements. Also, increased impedance from his last in clinic check was observed. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's right ventricular lead was capped and replaced on (B)(6) 2018 due to a lead fracture. More information was requested, but not yet provided.